Event description:
Complainant alleged that the medics were attempting to monitor an 85 year old male pt who was in syncope, but the device screen displayed a "status 89" error code. The complainant indicated that the reported malfunction did not impede pt care, the clinicians continued to monitor the pt with the device, & there was no adverse effect on the pt.